Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral approach. The target lesion was located in the right anterior tibial artery. After a guidewire was crossed the lesion, dilation was performed with a 1.5mm x 20mm x 143cm coyote es balloon catheter. However, on the first inflation at 2 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. There were no patient complications reported.